Manufacturer narrative:
Device evaluation summary: visual inspection shows the introducer hub is damaged/deformed and does not fit into the cannula connector. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus pediatric venous cannula, it was reported the introducer on the cannula was not fitting correctly and the hub looked like it had ¿melted¿ out of shape. The device was replaced. There was no patient involvement, so no adverse effect occurred.